Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from a pinhole on the catheter during pretest.

Event description:
It was reported that water leaked from a pinhole on the catheter during pretest.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The evaluation was performed and confirmed that there was a pinhole on the sac. The sample was inflated with water and observed water leaking out of the balloon. The exact cause of the sample condition was determined and confirmed as a manufacturing related process. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[contraindications] 1. Method for use: (1)do not reuse. (2)do not resterilize. (3)this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)do not use in patients who are or have been allergic to natural rubber latex."